Event description:
It was reported that there was difficulty advancing the non-boston scientific (sl1) and a second stick was performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).